Event description:
When the edeavor non-detachable silicon balloon was being prepared, the ballon burst on inflation. No complications were reported with the patient since the problem occurred during preparation of the product.